Event description:
The dentist reported that patient had a loose implant retained bridge. The x-ray confirmed a fractured screw in tooth position 8. The dentist removed the screw and placed a new screw.

Manufacturer narrative:
Upon visual inspection, it was found that the thread portion on this screw had fractured. The lot number for the screw was not provided and therefore a device history record review could not be completed. Visual inspection in comparison to the drawing did not provide indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.